Event description:
It was reported that the right atrial lead exhibited noise episodes and high pacing impedance. The physician decided to replace the lead. During the procedure, the lead was broken and the physician was unable to explant the lead. The procedure was abandoned. The patient was stable throughout.